Event description:
It was reported there is intermittent telemetry with the programmer head. It was also reported the usb (universal serial bus) port is broken and the bottom does not close. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector and the usb (universal serial bus) port found loose on printed circuit board assemblies. Analysis also found the tabs of the power cord bay door are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l, rf (radio frequency) head; product ID 229047, analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.